Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a shock impedance measurement of 0 ohms, which was likely a saturated value due to electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.